Manufacturer narrative:
(B)(4). External cause. Customer reported a hole in the blister. The returned package was visually inspected. The tyvek was in good condition and the package was sealed. On the end of the blister, there were purple stains on the blister. It is unknown how the stains came to be on the blister. It appears that the blister was broken by forceful impact, causing a hole. The damaged blister was examined under microscope. Edges of the break were jagged and rough. This indicates that the damage most likely occurred after the blister was formed. A cut or break that occurs during forming would have smooth, melted edges. All packages are 100% inspected during the sorting process. The blister is then placed into an individual carton and then into a corrugate shipper carton. It is suspected that the damage to the blister occurred after the product left ees. Complaint was confirmed. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that there was a hole in the blister. The device was not used on the patient. Another device was used to complete the case with no patient consequence.